Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the gst cartridge was pulled from distribution to be used for testing and it was noticed to have missing drivers right out of the tyvek. The reload was handled appropriately and the drivers were not found in the pouch.

Event description:
It was reported that during a tissue lab, the staple drivers were missing and when the device was fired no staples deployed.

Manufacturer narrative:
(B)(4). Batch # p58318. Device evaluation: the analysis found that one gst60t reload was missing 11 double and one single drivers. Not reset. Although no conclusion could be reached on what caused the drivers to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.